Event description:
Boston scientific received information that during an elective revision procedure, when the patient¿s right ventricular lead was reinserted back into the header of this device, no measurements were able to be obtained. The physician believed there was an issue with the setscrews in the header of the device causing the connection problem. The physician decided to explant and replace the device prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The seal plug was intact and the setscrew moved freely. The setscrew was removed to inspect the threads, with no evidence of cross-threading found. X-ray inspection of the header device revealed that the df- spring contact was pulled from its channel and had pushed into the rv-tip setscrew terminal block. Due to this dislodgement of the spring contact component, the rv lead was not able to make appropriate contact with the device, resulting in the inability to obtain lead measurements. Boston scientific has formed a cross-functional team to further investigate this anomaly.